Manufacturer narrative:
Device evaluated by MFR: there was contrast in the inflation lumen. The balloon was tightly folded with the stent secure on the balloon between the markerbands. There were numerous kinks throughout the hypotube of the device. Majority of the stent struts were bent and flared. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
This complaint is now reportable based upon the analysis completed on (B)(4) 2014 it was reported that a stent could not cross the lesion. The target lesion was located in the right coronary artery (rca). The physician attempted to place a 4.0x16 promus premier¿ stent delivery system (sds) but the stent did not cross the lesion. The device was removed without problems. The physician then attempted to place a 12x4.00 omega¿ sds, but it could not pass through the lesion. This device was also removed without problems. The procedure was completed with an angioplasty with a balloon. There were no patient complications and the patient's condition is stable. However, returned product analysis revealed stent damage. This device is only ous approved but it is similar to an approved us device.